Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an under infusion. The event occurred at surgical intensive care unit (sicu) during patient infusion. It was stated during the start of the shift, the nurse checked the patients drip. The drip, 400 mcg/100( bag seems close to full), running at 1.5 mcg/kg/hr( using the weight of 75 kg) that's 28 cc/hr. At 23:30 noticed that the bag still like "close to full", when in fact it should be empty at more or less at 23:00 and should be changing it to a new bag. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.